Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the clinic for routine follow up, increased capture threshold was noted on the right ventricular lead. Other lead measurements were within a normal range. The patient was scheduled for lead replacement procedure and cardiac echocardiography. No intervention was performed. The patient was not dependent and was rv pacing below 1% of the time. The patient was stable and will continue to be monitored until lead extraction.

Manufacturer narrative:
The reported event of elevated threshold was not confirmed in the laboratory. Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2938836-2019-05327. New information received notes that initially an alert for rv lead noise/vf episode was received on (B)(6) 2019. This alert showed a brief episode in which secure sense properly withheld therapy by identifying rv lead noise. The patient was later seen in clinic on (B)(6) 2019. Isometric maneuvers did not reproduce the rv lead noise. Review of the patient's merlin.net transmissions showed high, out of range, pacing lead impedance dated back to (B)(6) 2019. However, impedance was found to be within normal range during the clinic visit on (B)(6) 2019. The physician elected to monitor the patient via merlin.net and scheduled the patient for another follow-up visit. The patient later presented for follow up on (B)(6) 2019. No additional rv noise episode was observed; however, rv threshold remained elevated. The patient was scheduled for lead revision. In the meantime, the patient received a follow-up echocardiogram, and it was revealed that the patient¿s ejection fraction (ef %) had improved significantly. The patient never received any inappropriate therapies. The patient¿s indication for the implant was primary prevention and since the patient¿s condition had improved, the entire system was explanted on (B)(6) 2019. During the procedure, the rv set screw appeared to be stripped when the physician was trying to remove the lead from the device. The system was explanted without any issues. The patient remained stable throughout the monitoring process and the explant procedure.